Event description:
A hospital reported that the rt040m mask seal detaches from the mask base. This reportedly occurs when pts turn their heads. No pt injury was reported.

Manufacturer narrative:
Method: the complaint device was not returned and no lot number was provided. Results: one potential contributing factor may be due to improper fitting of the rt040 full face mask onto the pt. The rt040 mask is new to the market and many users are in the process of converting from an existing competitors mask to the rt040, and may not be familiar with the sizing and fitting of this new mask. Conclusions: fisher & paykel healthcare marketing is actively developing an improved in-svc program to address the potential for improper fitting. This program will be implemented shortly. We have received similar complaints, and we are currently trending this at an occurrence rate of less than 0.014%.